Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022.

Event description:
Getinge became aware of an issue with one of our columns - 115002a0 - alphamaquet operating table column. As it was stated, the incident occurred during tibia orthopedic surgery in traction with knee bar that caused the anesthetized patient to fall to the ground on his stomach. The imagining was performed following the fall. The following injuries were confirmed: a fracture of the mandible, a wound at the chin requiring sutures, otorrhagia (bleeding from the ear). At the time of incident, the patient was not secured with belts and had only a field to hold his arms in order to leave the operating room. No malfunction was found during service visit on site. According to provided information, there was also no involuntary movement of the device. To date no further details have been received. We decided to report the issue based on the serious injury of patient.

Event description:
Getinge became aware of an issue with one of our columns - 115002a0 - alphamaquet operating table column. As stated, the incident occurred at the end of a tibia orthopedic surgery. During the procedure, the patient¿s leg was supported by a knee bar. While still under anesthesia, the patient fell to the ground, landing on his stomach. Post-fall imaging revealed injuries including a mandibular fracture, a wound on the chin requiring sutures, and otorrhagia (bleeding from the ear). The patient was not secured with belts but had a field in place for arm support as they were being prepared to leave the operating room. We decided to report the issue based on the serious injury of the patient.

Manufacturer narrative:
Getinge became aware of an issue with one of our columns - 115002a0 - alphamaquet operating table column. As stated, the incident occurred at the end of a tibia orthopedic surgery. During the procedure, the patient¿s leg was supported by a knee bar. While still under anesthesia, the patient fell to the ground, landing on his stomach. Post-fall imaging revealed injuries including a mandibular fracture, a wound on the chin requiring sutures, and otorrhagia (bleeding from the ear). The patient was not secured with belts but had a field in place for arm support as they were being prepared to leave the operating room. We decided to report the issue based on the serious injury of the patient. The table underwent comprehensive inspections, including load and no-load testing with both the infrared remote control and an override panel. No mechanical malfunctions or unintended movements were identified during these evaluations. Based on the investigation conducted, it was concluded that at the time of the event, the device was actively being used for the patient¿s treatment and was therefore directly involved in the reported incident. Since no malfunction of the device occurred during the adverse event, it was determined that the getinge device met its specifications. A review of the customer product complaints revealed that the issue could potentially lead to serious injuries, such as mandibular fractures, lacerations, and otorrhagia. The most probable reason for the patient's fall was improper securing of the patient to the table. This oversight likely allowed the anesthetized patient¿s body to shift due to gravitational forces and lack of control over movement while under general anesthesia. The patient was not secured with belts, which is a critical safety measure to prevent falls, particularly during post-operative handling. In the IFU (ga 115002 rev 12, page 7), it has been stated that if the patient is not secured when positioning or adjusting the operating table or when positioning the patient (especially in trendelenburg/ reverse trendelenburg position), he/she may slip off the table top. The user shall always secure and watch the patient. In summary and as a result of the performed root cause evaluation, it was concluded that based on available information the most probable root cause of the reported issue, namely the patient¿s fall resulting in serious injury, is related to the user error. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem and b3 date of event ¿ problem code fields deems required. This is based on the additional information that has been received and the internal evaluation. Previous b5 describe event or problem: getinge became aware of an issue with one of our columns - 115002a0 - alphamaquet operating table column. As it was stated, the incident occurred during tibia orthopedic surgery in traction with knee bar that caused the anesthetized patient to fall to the ground on his stomach. The imagining was performed following the fall. The following injuries were confirmed: a fracture of the mandible, a wound at the chin requiring sutures, otorrhagia (bleeding from the ear). At the time of incident, the patient was not secured with belts and had only a field to hold his arms in order to leave the operating room. No malfunction was found during service visit on site. According to provided information, there was also no involuntary movement of the device. To date no further details have been received. We decided to report the issue based on the serious injury of patient. Corrected b5 describe event or problem: getinge became aware of an issue with one of our columns - 115002a0 - alphamaquet operating table column. As stated, the incident occurred at the end of a tibia orthopedic surgery. During the procedure, the patient¿s leg was supported by a knee bar. While still under anesthesia, the patient fell to the ground, landing on his stomach. Post-fall imaging revealed injuries including a mandibular fracture, a wound on the chin requiring sutures, and otorrhagia (bleeding from the ear). The patient was not secured with belts but had a field in place for arm support as they were being prepared to leave the operating room. We decided to report the issue based on the serious injury of the patient. Previous b3 date of event: 11/26/2024. Corrected b3 date of event: 11/23/2024.